Event description:
It was reported that there was an issue with the incorrect time setting on the customer's device. There was no adverse impact to the customer's blood glucose level. The customer was assisted in updating the pump time, advised to monitor the situation, and to follow up if the time discrepancy occurred again.